Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The investigation is currently in process. When the evaluation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device did not function. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.